Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the basal history does not match active basal program. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: the complaint regarding the basal history not matching the basal program was due to a no prime warning and basal segment edit. The basal history recorded a zero basal delivery due to these issues. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked.